Manufacturer narrative:
A product sample was received for investigation. Visual testing was performed. All labels were still intact. No physical damage was found on the device. Functional testing was performed and all passed successfully. The customer's reported issue could not be confirmed. As a result of checking the log, it was confirmed that there was a record that the alarm "power lost while pump was on. Preventively, the back up capacitor was replaced. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product information has been provided to date.

Event description:
It was reported that power was lost while pump was on and alarm went off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.